Event description:
Patient was implanted on (B)(6) 2012 with a 22 mm bifurcated device, two suprarenal aortic extensions, one infrarenal aortic extension and two limb extensions. During a follow up visit endoleak iii was noticed. A 20mm stepped limb extension was implanted between the grafts which corrected the endoleak. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusions can be drawn. Device operated according to specifications. Device not returned for evaluation.